Manufacturer narrative:
(B)(4). It was reported that "oap" refers to oedema acute pneumonia. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced tired, ¿oap¿, infection shock and subsequently passed away due to the infection shock. On an unreported date, the pt experienced being tired and ¿oap¿ (unknown abbreviation for unknown medical event). Six days prior to the receipt of this report, the pt was hospitalized for the events. Treatment was not reported. Five days later, the pt was discharged from the hospital. On an unreported date, the pt experienced infection shock (not further specified). Treatment was not reported. On the same day as being discharged from the hospital, the pt died due to the infection shock. Dianeal therapies were ongoing until the time of death. It was not reported if the pt experienced peritonitis during this event. It was not reported whether an autopsy was performed. No further information was provided. Additional information was requested but is not available.